Event description:
Reporter alleged obtaining a discrepant blood glucose result of 23 mg/dl, on a patient, using inform system 1 compared back to back with a result of 153 mg/dl using inform system 2 when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The medwatch report is for the suspect device used in system 2 (lot number 550514, expiration date 05/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.